Manufacturer narrative:
Initial and final MDR 1890733- MDR 3003442380-2024-08904- device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that the patient's infusion set fell off during use on three events between (B)(6) 2024. The issue occurred with three similar types of infusion set used for less than 24 hours. The blood glucose level of the patient ranged between 100 to 200 mg/dl. No further information available.